Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2010 (right side). Update (B)(6) 2011 - medical records were received. Product and lot information was updated. The femoral head was added to the complaint. Operative report from the revision states the postprocedure diagnosis as probable metal hypersensitivity reaction, left total hip arthroplasty. Probable alval. Doi: (B)(6) 2007 - dor: (B)(6) 2010. Update (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update (B)(6) 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, revision notes reported 50 ml of straw-colored fluid and extremely hypertrophic pseudocapsule. Added complainant information and sleeve product due to pain. This complaint was updated on: (B)(6) 2017.